Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). This device is included in the medical device correction, "synchromed® ii implantable drug infusion pump overinfusion", customer letter (march 2014).

Event description:
It was reported that there was a potential over infusion. It was noted that the expected volume was around 6ml and the actual volume was around .1ml - .2ml. It was unknown what the pump system was infusing. Additional information received reported the pump system was delivering baclofen and bupivacaine. It was noted that during the patients last two refills there had been volume discrepancies. It was noted that there had been nothing in the pump to pull from, although the pump logs read there should be ¿a larger amount than 14% of what were are getting.¿ it was noted that there were no symptoms and the patient was doing fine. It was noted the physician would like to replace the patients pump, patient¿s elective replacement indicator (eri) was 17 months. (B)(6) 2014 (e1b/rep): information previously reported.